Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that while in use with a patient, the device cuff was defective. There has been no report of patient injury or no observable clinical symptoms or a change in symptoms identified in the patient.

Event description:
Additional information received 13-apr-2023: on 17 mar 2023, cuff burst on a "refurbished tc", had only been in use for 24 hours.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.